Event description:
Consumer states chair shut off while she was manuevering into bathroom and it wont start again, it was turning off on her before and she was jiggling the switch and then it would work now nothing. States purchased from a man and he stated the chair was 14 years old and she said sticker said it was made in (B)(4).